Event description:
A hemodialysis (hd) user facility requested onsite service from a fresenius field service technician (fst) to inspect a 2008t hd machine. The machine was displaying a ¿bicarb pump no eos¿ alarm and had high conductivity. An fst was dispatched to the facility. The fst repaired the machine by replacing the bicarb pump and then calibrating it. Following the repair, the machine passed all functional testing and was returned to service. The machine had 545 hours on it at the time of the event. No additional information was provided in the initial reporting, and the fst could not be reached for additional details. However, the part was returned to the manufacturer for evaluation. Upon evaluation of the returned part, evidence of thermal decomposition was found.

Manufacturer narrative:
Plant investigation: the acid/bicarb pump was returned to the manufacturer for physical evaluation. No external damage was noted on the returned part. The pump was installed onto a test machine for functional testing. A grinding noise could be heard coming from the acid/bicarb pump followed by a ¿bic pump no eos¿ alarm during the rinse program. The failure was traced to a faulty optical sensor ic2 on the lp645 board. An inspection of the optical sensor found the bulb on one of the diodes to be burnt/burned out. The lot number of the optical sensor is 1902. The optical sensor ic2 was replaced for retesting and the rinse program was then completed without failure. Dialysis mode functioned properly without any failures and the self-test program was completed without any failures. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the investigation, the reported complaint was able to be confirmed and the cause was traced to a component failure.